Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Approximately one month later a revision procedure was performed and the lv lead was explanted. A new lv lead was successfully implanted. It was reported that the physician suspected the issue to be related to a 60 pound weight loss by the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient was see in clinic. A chest x-ray confirmed the lv lead had slightly pulled back. The lead to device header connections were also evaluated and it was determined the lead was fully engaged in the header. Pacing thresholds measurements were performed in all vectors and reported 2.3 volts at 0.5 milliseconds (ms) when programmed to lv ring 2 to lv ring 3. The pacing lead impedance was stable at approximately 1,900 ohms. The physician planned to continue to monitor the patient via remote monitoring and in office appointments. There were no additional plans for intervention.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited and increase in pacing impedance measurements to greater than 2,000 ohms. There was also an increase in pacing thresholds to 4 volts at 1.0 ms and diaphragmatic stimulation. The physician planned to evaluate the issue by obtaining a chest x-ray. No adverse patient effects were reported.